Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases and delamination of valve. Leak test and microscopic analysis were performed which identified total delamination of valve. Based on the device analysis the final assessment was total delamination of valve due to adhesive failure.

Event description:
Healthcare professional reported right side "rupture with delamination of the valve" against a saline device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "rupture with delamination of the valve" against a saline device. Device has been explanted.